Manufacturer narrative:
Follow up #1 (01/24/2014)-device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on 01/09/2014 with the following findings: the test strips failed performance testing with control solution read high. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient¿s mother (reporter) contacted lifescan (lfs) (B)(4) alleging that the onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained from the reporter during a follow-up call by a customer service representative (csr). The patient tests six times a day, his normal blood glucose range is between 4-12mmol/l, and he manages his diabetes on a sliding scale but on average with 16 units of ¿actrapid¿ before breakfast, 15 units of novorapid before dinner and between 32 or 38 units of lantus in the evening. The reporter confirmed that the alleged issue occurred on (B)(6) 2013, at 4:55pm, and prior to the alleged issue, the reporter also confirmed the patient was experiencing a symptom of hypoglycemia (specified shaking). According to the reporter, before his symptoms occurred the patient had obtained a normal reading between 4-12mmol/l with the subject meter, the patient did not make any changes to his usual diabetes regimen in response to the result, and approximately one to two hours later his symptom occurred. The patient reportedly obtained blood glucose readings of ¿4.6mmol/l¿ with the subject meter and ¿2.3mmol/l¿ with the optium exceed meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The patient reportedly consumed ¿lollies¿ as self-treatment and his symptoms abated approximately 15 minutes later. The reporter indicated the patient did not retest with the subject meter after treatment, instead he tested with another device. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 2 ¿ (03/12/2014), the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to have results above range when tested with control solution and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.